Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in an adult female patient who had essure (batch no. B72583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, mental disorder, urinary tract disorder and bladder disorder had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details: the patient attended the outpatient hysterescopy clinic today for essure hysterescopic sterilization. Performed a routine saline hysteroscopy with a 2.9cm scope and a good view was obtained. There was a regular cavity with normal endometrium, normal ostia and normal cervical canal. A single essure was inserted into each fallopian tube with 5 coils on the right and 4 coils on the left visible within the cavity. The procedure was uncomplicated. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: both tubes are blocked. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, mental disorder, urinary tract disorder and bladder disorder batch no b72583 production date 2013-09-28 expiration date 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain / pain, including chronic pain") in an adult female patient who had essure inserted (lot no. B72583) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of prolonged periods (her periods are longer and may last for up to 26 days), adnexa uteri tenderness, per vaginal bleeding, withdrawal bleed (withdrawal bleed - lasted for 4 days), rectal bleeding, rheumatoid factor, absence of menstruation, vasectomy and parity 2, menorrhagia in 2017, stomach cramps in 2016, mixed anxiety and depressive disorder in 2010 and removal of wisdom teeth in 1992. Previously administered products included: mirena. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), oligomenorrhoea (" abnormal bleeding (including oligomenorrhea and menorrhagia)"), heavy menstrual bleeding (" abnormal bleeding (including oligomenorrhea and menorrhagia)"), anxiety ("psychological issues (exacerbation of anxiety and depression)") and depression ("psychological issues (exacerbation of anxiety and depression)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, mental disorder, urinary tract disorder and bladder disorder had resolved. The outcomes for oligomenorrhoea, heavy menstrual bleeding, anxiety and depression were unknown. The reporter considered anxiety, bladder disorder, depression, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, mental disorder, oligomenorrhoea, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: insertion details: the patient attended the outpatient hysteroscopy clinic today for essure hysteroscopic sterilization. Performed a routine saline hysteroscopy with a 2.9cm scope and a good view was obtained. There was a regular cavity with normal endometrium, normal ostia and normal cervical canal. A single essure was inserted into each fallopian tube with 5 coils on the right and 4 coils on the left visible within the cavity. The procedure was uncomplicated. On (B)(6) 2015 essure confirmation test done. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: laparoscopic hysterectomy and bilateral salpingectomy conservation of ovaries indication menorrhagia and pain due to essure 1. Right fallopian tube 2. Left fallopian tube the endometrial cavity looks normal, endometrium is less than 1mm thick. Myometrium up to 20mm thick. A small fibroid (6mm) seen anteriorly. 3, 4 cervix 5, 6 endo/ayo 7 fibroid pelvic soft tissue received an irregular flat fragment 7mm serially sliced and processed. Sections of the endometrium shows inactive endometrium. The myometrium shows a small leiomyoma with no atypical features. Cervix and both fallopian tubes are unremarkable there is no evidence of hyperplasia, atypia/dysplasia or malignancy seen in specimen. Pelvic soft tissue calcified no malignancy seen [ultrasound scan] on (B)(6) 2015: both tubes are blocked; on (B)(6) 2017: menorrhagia and imb. Right adnexal tenderness on examination. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, mental disorder, urinary tract disorder and bladder disorder batch no: b72583, production date: 2013-09-28, expiration date: 2016-09-30. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Event menorrhagia & oligomenorrhea, anxiety & depression added. Lab data updated. Reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain / pain, including chronic pain") in an adult female patient who had essure inserted (lot no. B72583) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of prolonged periods (her periods are longer and may last for up to 26 days), adnexa uteri tenderness, per vaginal bleeding, withdrawal bleed (withdrawal bleed - lasted for 4 days), rectal bleeding, rheumatoid factor, absence of menstruation, vasectomy and parity 2, menorrhagia in (B)(6) 2017, stomach cramps in (B)(6)2016, mixed anxiety and depressive disorder in (B)(6) 2010 and removal of wisdom teeth in 1992. Previously administered products included: mirena. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), oligomenorrhoea (" abnormal bleeding (including oligomenorrhea and menorrhagia)"), heavy menstrual bleeding (" abnormal bleeding (including oligomenorrhea and menorrhagia)"), a first episode of depression ("psychological issues (exacerbation of anxiety and depression)") and a second episode of depression ("psychological issues (exacerbation of anxiety and depression)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, mental disorder, urinary tract disorder and bladder disorder had resolved. The outcomes for oligomenorrhoea, heavy menstrual bleeding and the last episode of depression were unknown. The reporter considered bladder disorder, the first episode of depression, the second episode of depression, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, mental disorder, oligomenorrhoea, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: insertion details: the patient attended the outpatient hysteroscopy clinic today for essure hysteroscopic sterilization. Performed a routine saline hysteroscopy with a 2.9cm scope and a good view was obtained. There was a regular cavity with normal endometrium, normal ostia and normal cervical canal. A single essure was inserted into each fallopian tube with 5 coils on the right and 4 coils on the left visible within the cavity. The procedure was uncomplicated. On (B)(6) 2015 essure confirmation test done. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: laparoscopic hysterectomy and bilateral salpingectomy conservation of ovaries indication menorrhagia and pain due to essure 1. Right fallopian tube 2. Left fallopian tube the endometrial cavity looks normal, endometrium is less than 1mm thick. Myometrium up to 20mm thick. A small fibroid (6mm) seen anteriorly. 3, 4 cervix 5, 6 endo/ayo 7 fibroid pelvic soft tissue received an irregular flat fragment 7mm serially sliced and processed. Sections of the endometrium shows inactive endometrium. The myometrium shows a small leiomyoma with no atypical features. Cervix and both fallopian tubes are unremarkable there is no evidence of hyperplasia, atypia/dysplasia or malignancy seen in specimen. Pelvic soft tissue calcified no malignancy seen [ultrasound scan] on (B)(6) 2015: both tubes are blocked; on (B)(6) 2017: menorrhagia and imb. Right adnexal tenderness on examination concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, mental disorder, urinary tract disorder and bladder disorder batch no b72583 production date 2013-09-28 expiration date 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / loclaised pain') in an adult female patient who had essure (batch no. B72583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, mental disorder, urinary tract disorder and bladder disorder had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details: the patient attended the outpatient hysterescopy clinic today for essure hysterescopic sterilization. Performed a routine saline hysteroscopy with a 2.9cm scope and a good view was obtained. There was a regular cavity with normal endometrium, normal ostia and normal cervical canal. A single essure was inserted into each fallopian tube with 5 coils on the right and 4 coils on the left visible within the cavity. The procedure was uncomplicated. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: both tubes are blocked. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, mental disorder, urinary tract disorder and bladder disorder quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-mar-2021: medical records received - reporters, date of birth, essure indication of use added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. B72583) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, mental disorder, urinary tract disorder and bladder disorder had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 01-mar-2021: event upgraded to serious incident. Removal date and events allergy symptoms, dyspareunia, heavy / abnormal bleeding, psychological /psychiatric problems, urinary / bladder problems added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.